Manufacturer narrative:
Investigation summary: the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports ¿burn wound¿. The cause of the burn, is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Process related: no complaint confirmed: no.

Event description:
Event verbatim [preferred term] a burn wound was discovered with dimensions 4cm by 5cm. [Thermal burn] , . Case narrative:this is a spontaneous report from a contactable pharmacist. This is a report received from us FDA (report number: mw5080209). A female patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip) device lot number t98298, expiration date 31jan2021, via an unspecified route of administration from an unspecified date to an unspecified date for lower back pain. The patient medical history and concomitant medications were not reported. It was reported that the patient was in active labor with lower back pain. Thermacare head pad was applied per packaging instruction over the gown below the site of epidural insertion area. Upon removal of epidural tape, a burn wound was discovered with dimensions 4 cm by 5 cm on (B)(6) 2018. The event was considered as serious injury as other serious (important medical event). Device was not available for evaluation. The action taken for the product and event outcome was unknown. According to the product quality complaint group investigation summary: the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports burn wound. The cause of the burn, is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Process related: no complaint confirmed: no follow-up attempts are possible. No further information is expected. Follow-up (07dec2018): new information received from the product quality complaint group included investigational results. No follow-up attempts are possible. No further information is expected amendment: this follow-up report is being submitted to amend previously reported information: case upgraded to a serious, reportable MDR.